Event description:
Pt reported, the infusion device displayed an e8 power interrupt error. He changed the battery and battery cover, but was unable to clear the e8 error by pressing the check button. Pt reported, the buttons on the infusion device are non-functional. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.